Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use, during inspection, the cuff of an endobronchial tube could not be deflated. The customer reported that there was no patient involvement. The sample is expected to be returned.